Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 74002, lot# n367717, implanted: (B)(6) 2014, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the patient via the manufacturer¿s representative reported that their implantable neurostimulator (ins) was removed in march due to an infection. It was initially reported that the healthcare professional¿s (hcp) office had arranged for the representative to meet with the patient reprogramming and the patient thought they had 2 ins systems and was confused. Reprogramming of the first ins system was performed and the patient had good coverage. It was noted the second ins system was for the patient¿s arm and they stated they were not feeling stimulation but ¿didn't know where the ipg was¿. The representative could not find the second ins and only found a scar on the patient¿s left abdomen. It was then confirmed by the hcp that it was removed in march because of an infection and that the leads and extension was left in place. The patient status was reported as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.